Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and there were unformed clips as well as clips that fell off of the cystic duct. Surgeon tried to retrieve loose clips and then used a new device of same code to complete the case. The patient 's length of stay was longer than expected (by several days) per the or manager but patient did not come back to the or. The or manager could provide no additional details regarding the patient's status.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: patient surgery date was (B)(6) 2015 and patient stayed in hospital until (B)(6) 2015. The following information was requested, but unavailable: did the surgeon load and inspect each clip off of vessel in between each firing? Were the clips completely unformed or malformed? Can you provide information on the shape? What tubular structure was the device fired upon when this occurred? Were the clips fired upon any hard object? Why was the patient¿s length of stay longer than expected?